Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a broken tip issue occurred. It was reported that the distal end of the navi-star¿ thermo-cool¿ electrophysiology catheter had a little breakage. The physician did not use the catheter and replaced it with a new one. The procedure was successfully completed. No patient consequences were reported. With the information available at this time, this was assessed as a MDR reportable broken tip product malfunction.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a broken tip issue occurred. It was reported that the distal end of the navi-star¿ thermo-cool¿ electrophysiology catheter had a little breakage. The physician did not use the catheter and replaced it with a new one. The procedure was successfully completed. No patient consequences were reported. The investigation was completed on 16-aug-2021. According to the pictures provided by the customer, parts exposed were observed on the tip. The customer complaint was confirmed based on the picture received. Visual analysis of the returned sample revealed that polyurethane (pu) detached from the anchor window. An investigation into the manufacturing process was conducted and it was considered that the root cause for this product complaint is undetermined. The replica effort was made trying to manually remove pu from the anchor hole, it was not possible to reproduce failure mode as the tip started to wear before the pu could be removed from the anchor. The root cause is not related to the manufacturing process. The unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram of this device per its part number that indicates proper manufacturing in accordance with documented specifications and procedures. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through biosense webster inc¿s (bwi) quality system. A manufacturing record evaluation (mre) was performed for the finished device [30479055m] number, and no internal actions related to the reported complaint condition were identified. Based on the mre, the d4. Expiration date and h4. Device manufacture date were updated. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. Furthermore, on (B)(6)2021, bwi received additional information indicating that the reported damage did not result exposed wiring, lifted rings, or sharp rings. The breakage was found before it even entered the body, therefore the catheter was changed. The catheter was not pre-shaped. When the investigational analysis of the received product has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)